Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the pediatric patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia and a seizure and at an unknown point during the event, the cgm was reading 8.6 mmol/l and the blood glucose reading was 1.8 mmol/l. The patient was brought to the hospital by the parent and received treatment with intravenous dextrose. The patient was discharged from the hospital on the same day and recovered after the treatment. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.